Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsb5 blade was not cutting or coagulating at all on all power levels. After troubleshooting a new blade was opened. Bovie was also used to complete the case. There was no consequence to the patient.